Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2024 at 03:00:00.000 and on (B)(6) 2024 at 03:10:00.000-hour, no delivery alarms were recorded. However, no alarms noted during testing. I addition, pump error 63 and 2 alarms were also recorded on (B)(6) 2024 22:52:04.000 file: (B)(4), line: 410. Per software engineering log, pump error 63 was generated in the motor code function due to pio failure. Suspecting hardware issue. Pump error 2 was generated on main mcu as the consequence of pump error 63. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay and scratched case. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no unexpected insulin flow block noted. However, during download history review, pump error 63 and 2 were recorded due to possible hardware issue. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced infusion flow blocked alarm and lost data entered into the pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-397a, mmt-332a. Troubleshooting was initiated for insulin flow block alarm insulin flow blocked alarm. It was unknown whether continued using the device or not. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.